Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking air. The device was not replaced and the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.